Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Revision implants were an adm/mdm insert (insert only), 28mm biolox head, and adapter sleeve.